Event description:
It was reported patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to an unknown reason. All components were removed and a total knee system was implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, initial reporter - unknown, manufacture date ¿ unknown.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a partial knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to the tibial component fracturing and collapsing. All components were removed and a total knee system was implanted.